Event description:
As reported by the user facility: the reporter stated that parts were received in a bag on her desk, but is unsure what the exact issue was. The reporter tried for a month to get additional information, but was unsuccessful. Based on the parts received in the bag, it appears to be a catheter fracture on removal. During a follow-up phone call with the facility the reporter stated that no additional information is available.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). Two used catheter fragments, and one opened package identifying the reported lot # 0061340507, were received for evaluation. The first catheter fragment measured approximately 32 inches and was attached to the catheter connector and tubing. When the connector was opened, part of the catheter coil was exposed and extended out. The catheter fragment appeared cut at this end. The second catheter fragment measured approximately 5.25 inches and appeared cut near the proximal end. The fractured ends of the catheter fragments were angular in appearance. This type of cut is consistent with a potential damage noted when the catheter is withdrawn of partially withdrawn through the needle, thereby shearing the catheter. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances fo this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for this reported catalog number or catheter material number. There were no other reports of this nature against the reported lot number. If additional pertinent information becomes available, a follow-up report will be filed.